Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately 4-24 hours of pod wear on the abdomen. Blood glucose was reported to have increased to 1000 mg/dl. The patient noted that the continuous glucose monitor (cgm) in use at the time (dexcom g7) stopped displaying blood glucose readings. The occurrence of an automated delivery restriction (adr) alert was observed on the omnipod system on the date of the event. Although not explicitly clarified during the conversation, this description is consistent with blood glucose readings being capped at 400 mg/dl, as the patient reported receiving high blood glucose alerts and adr alarms on the omnipod system. She subsequently became incoherent, prompting her husband to seek medical attention. She was admitted to the hospital with a diagnosis of diabetic ketoacidosis and a stomach infection. Treatment during hospitalization included intravenous insulin, fluids, and electrolyte replacement, including potassium, as well as additional medications for cardiac support. The patient was initially treated at a local facility and then airlifted to another hospital, where she remained hospitalized for approximately three days. She was discharged on (B)(6), 2026.